Event description:
It was reported that a one-link needlefree IV set was observed with a clot during patient infusion. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: visual inspection of the photo showed the sample had blood inside the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. A photo of the affected sample is available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further review of the photograph, it was determined that, though blood was seen within the tubing, a clot could not be identified. The reported problem was not confirmed through evaluation of the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the actual device was not returned. Visual inspection of the photograph identified a blood clot in the tubing. Also, the tubing near the clot had burst. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.